Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump "continues to alarm no delivery." The customer does not recall his blood "glucose level" at the time of the incident. Customer stated he used the plunger to push insulin through the tubing and it took "a lot of pressure to get the insulin out." Troubleshooting was performed. Customer was advised to manually push insulin through the tubing using a plunger and did not exit. Customer was advised to connect a new infusion set with the current reservoir and "to manually push insulin through the tubing" and the insulin did exit. However it was really hard for them to push through. Customer was then advised to reinsert in the insulin pump and perform a manual prime, the device alarmed again. The customer then used a new reservoir, manually pushed insulin, and it exited. Performed manual prime and the insulin pump alarmed again no delivery. Customer was advised the insulin pump needed to be replaced. The device is returning for analysis.